Event description:
This rv lead was implanted on an unknown date in 2000 and still remains implanted at this time. In a product experience report received on (B)(6) 2018 it was noted that the lead exhibited noise and a drop in impedance below 200 ohms. The physician was unknown at (B)(6) hospital . No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).